Event description:
A patient who underwent lar and iort was re-operated due to sepsis. Fasciitis necroticans at perineal due to leakage of the anastomosis was indicated. The ring was in the lumen, but a defect of about 3 cm was felt at the height of the anastomosis.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices. The initial report was documented as not reportable due to missing information.